Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion with significant bend of more than 90 degrees was located in the severely tortuous and severely calcified right coronary artery. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was lifted during insertion. The procedure was completed with a different device. There were no patient complications nor injuries reported.